Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device showing freezing during cases. Field service engineer performed to connect station and no error messages found to relate to the app stall reported. The system was functional as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis anesthesia es system devices had issues with users being log in, get freezing during use. The customer did not state if patient care was affected in any way and did not provide any additional information. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device showing freezing during cases. A technical support specialist performed to connect station, and no error messages found to relate to the app stall reported. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis anesthesia es system is freezing during cases. While logged in, the device freezes, and the screen and keyboard are unresponsive. Rebooting the devices fixes the issue temporarily. The customer did not state if patient care was affected in any way and did not provide any additional information. There were no adverse events or injuries reported based on this event.